Event description:
It was reported that the patient was admitted to the hospital as she was getting return of symptoms (left sided posturing and weakness). The caller reported the patient's device was discharged/off. Once the implantable neurostimulator (ins) was charged up, stimulation turned on, and patient had symptom relief. The patient was discharged from the hospital either that day or the following day. It was mentioned the patient felt like it has been taking longer for her device to charge. The patient was taking too long to charge between intervals; it was reported the patient sometimes waited between 5-7 days before starting to charge. The caller stated patient was using 3.6v and 5.7v recharge interval: full to 25%: 10.13 days. The patient charged on 12/7 and did not charge until 12/12, which had dropped down to 25%. The patient charged twice on 12/12, which did not go pass 75% for a total of 4 hours. 12/18: patient charge level was at 25% and did charge to full for 2.68 hours. The caller reported the patient might not have good couplings on 12/12 as she did on 12/18. 12/25: patient charged for 50 minutes for a small amount of charge level. Troubleshooting was unable to be performed as the caller was driving and not with patient. Recharging calculation performed: left: 3.7v/60pw/150hz. 1030 ohms right side: 4.6v/60pw/150hz. 800 ohms 25%: 11.9 days. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the patient feeling like it has been taking longer to charge their device was determined to be due to the patient gaining a significant amount of weight. This has caused the ins to be at an increased depth behind the breast tissue, resulting in fluctuations in coupling interval based on body position. The patient was able to demonstrate achieving 6 of 8 squares filled in on their recharger. The patient needs to keep checking it throughout the recharge session to see if it lowers, reposition, then reconnect to get 6 of 8 again. The patient also committed to charging the ins to full and topping it off every day for 30-35 minutes. The rep and patient discussed optimal body positioning to maintain a good coupling by dropping the left shoulder to allow the ins to be more prominent and superficial in the chest for improved connection/coupling. The issue has been resolved.